Manufacturer narrative:
Manufacturer ref# pr292858 summary of investigational findings: the investigation is based on the limited information provided and an evaluation of the returned device. It was reported that the filter would not release, as the button got stuck. No additional information as to patient outcome could be obtained, but since the filter was not returned, it is assumed that it was finally released in proper position. Only the jugular introducer with the protection sheath was returned. Kinks were noted 49mm, 156mm, 168mm, 179mm, 183mm, 335mm, and 460mm from the distal end. The safety button was pressed down, ie the system was unlocked. No damages were noted on the tip of the protection sheath. The grasping hook stuck inside the release mechanism sub assembly due to hardened blood/contrast medium and was soaked in water to dissolve the hardening and free the grasping hook. However, it still stuck and therefore the handle was disassembled, but no non conformances could be found. Finally, the sub assembly was cut to lay bare the grasping hook inside and the sticking was found to be caused by more undissolved hardened blood/contrast medium. Occasionally, too much back tension applied to the system has prevented a proper filter release, but based on the investigation findings the hardening may have caused the button to stick as reported, hence the filter from releasing from the jugular introducer. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent..

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: as initially reported to customer relations via customers email forwarded by the district manager: "yesterday the physician was performing a procedure with the above item, and unfortunately there was a problem when the button got stuck and wouldn¿t release the hook." Patient outcome: unknown.